Manufacturer narrative:
The device was received for evaluation. During functional testing at flow accuracy testing , the device flow rate of 125 ml/hr., volume to be infused (vtbi) = 125 ml, delivered =114.022, error = -8.7824 %. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a failed flow rate test. The event occurred during preventive maintenance (pm) testing in the biomed service department. There was no patient involvement. No additional information is available.